Event description:
It was reported to philips that system was unable to perform x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system was not performing x-ray. Review of the system log file confirmed the malfunction as an error massage was showing grid switch was not available. Upon troubleshooting fse grid switch supervisor was performed but the problem was not fixed. To resolve this issue, fse replaced grid switch supervisor module. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.